Event description:
There was an allegation of questionable elecsys anti-tpo results for one patient sample tested on a cobas e 801 module analyzer. Results measured on the e801 analyzer did not compare to results measured on an abbott analyzer. The e801 results were deemed inaccurate by the customer. The patient had no history of thyroid disease, no signs of hyperthyroidism, and a normal thyroid ultrasound, but had high thyroid hormone results on the e801 system. The customer suspects the patient sample contains an interfering factor against a component of the roche assay. Refer to the attachment for all patient data.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The patient sample was provided for investigation. The investigation is ongoing.

Manufacturer narrative:
The investigation of the patient sample determined that it contains an interfering factor against the streptavidin component of the elecsys anti-tpo assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient´s medical history, clinical examination, and other findings. The investigation did not identify a product issue.